Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing and pressure testing were performed and passed successfully with no issues relating to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set disconnected from the patient during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.